Event description:
Pt with a catheter developed an air embolism after it was discovered that there was a hole in the arterial line. The nurse had turned the air detector off on the dialysis machine. The facility realizes that this incident was their responsibility, but they wanted to notify co of the incident.